Manufacturer narrative:
Sections with additional information as of 02-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 11-jan-2023 to ensure the customer's condition had improved- able to establish contact with customer who was currently hospitalized. Customer had been taken to the ER on (B)(6) 2023. The customer's blood glucose test result when at the hospital had been 784 mg/dl (undisclosed if fasting/non-fasting). The diagnosis was high blood glucose. Note 2: manufacturer contacted customer in a follow-up call on 13-jan-2023 to ensure the customer's condition had improved- able to establish contact with customer's daughter who stated customer remained hospitalized. Daughter was unsure of when customer was going to be discharged. Note 3: manufacturer contacted customer in a follow-up call on 18-jan-2023 to ensure the customer's condition had improved- able to establish contact with customer's daughter who stated customer remained hospitalized. Daughter stated that customer may be discharged soon to a rehab center. Note 4: manufacturer contacted customer in a follow-up call on 30-jan-2023 to ensure the replacement products resolved the initial concern, able to contact customer who stated they are comfortable with the readings from the replacement products. Daughter states dad has been moved to rehab over the weekend and is doing much better.

Event description:
Consumer reported complaint for error messages (e-3 and e-5). Daughter is calling on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The customer¿s expected fasting blood glucose test result is 150 mg/dl. At the time of the call the customer was feeling lethargic and had increased thirst. Medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/27/2024 and open vial date is two weeks prior to call. The meter memory was not reviewed for previous test result history.